Manufacturer narrative:
3013756811-2020-62353 is a duplicated of 3013756811-2020-62845.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer resumed insulin delivery. Customer's blood glucose ranged from 300-450 mg/dl. Customer administered a manual insulin injection to address elevated blood glucose.